Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the smartsite vialshield 20mm closed vad had foreign matter in the expansion chamber.the following information was provided by the initial reporter: "customer states that texium vented vial adapter has some type of foreign matter which looks like a black speck inside the expansion chamber."

Event description:
It was reported that the smartsite vialshield 20mm closed vad had foreign matter in the expansion chamber. The following information was provided by the initial reporter: "customer states that texium vented vial adapter has some type of foreign matter which looks like a black speck inside the expansion chamber."

Manufacturer narrative:
H6: investigation summary one sample was submitted for quality investigation. The sample was sent to yukon medical for further investigation with the manufacturer. The complaint of foreign matter in the bell of the device was confirmed. A device history record review could not be performed on model mv0520 because a lot number was not provided by the customer. The most probable root of entry of the contaminate into the bell is during the manufacturing of the film or during assembly of the bell. This incident has been added to our database of reported incidents.